Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that during review of the diagnostic log found error code that indicates data acquisition pcba adc reference failed. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer repaired the unit by replacing the digital - analog board and motor controller board. The device is back in service.

Event description:
The customer reported that during review of the diagnostic log found error code that indicates data acquisition pcba adc reference failed. The customer reported the unit was not in use on patient.